Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the hub was torn off somehow.

Event description:
The customer reports: the hub was torn off somehow.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the juncture hub. The catheter body was intentionally severed directly below the 46cm mark. The severed portion was not returned. Visual analysis revealed a hole in the distal extension line directly adjacent to the luer hub. The damage is consistent to molding issues seen in other PICC catheter extension lines. The distal extension line length from the juncture hub to the luer hub measured 1.59", which is within the specification limits of 1.59"-1.61" per the catheter graphic. The distal extension line outer diameter measured .0935", which is within the specification limits of .093"-.097" per the distal extension line graphic. The distal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the distal extension line graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to pressurize both extension lines. Water was observed leaking out of the hole on distal extension line. No leaks were observed on the proximal extension line. Despite the hole in the distal line, a manual tug test confirmed the proximal and distal extension line was fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the distal extension line hub. The appearance of the damage was consistent with a manufacturing related root cause. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.